Event description:
It was reported that the setscrew prevented the ra lead from fitting into the header. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed in the laboratory. The atrial lead was not fully inserted into the header, most likely due to a manufacturing issue.